Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked what steps were or will be taken to resolve the emi from the MRI scan the patient responded noting "it appears the MRI scan did not harm the interstim." They noted the issue has not been resolved and no further action will be taken.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had MRI yesterday or today and did not inform the MRI technologists that they had an ins. Caller states they don't believe MRI mode was activated and are unsure if stim was turned off before the scan. Caller inquiring about any potential risks associated with scanning pt without MRI mode activated. Tss asked if pt reported any problems with the device/therapy during or after the scan and caller said there "may have been mention of tingling (sensation)". Caller noted they suspect full body conditional scan parameters were followed during MRI. Tss recommended pt follow-up with hcp

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.